Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient history/diagnosis: seizures. The patient is caucasian/white.

Event description:
It was reported that bumetanide (bumex) 12.5mg/50ml bag was hung as a primary infusion on (B)(6) 2020 at 2138 and was programmed to run at a titratable rate range of 0 to 4ml/hr. Shortly before 0200, the clinician noticed that the medication bag was already empty, while the rate was set at 2.8ml/hr and the expected remaining volume was 30ml. It was mentioned that the pump recorded 10ml total volume infused at 2200. The pump had been programmed to give 14ml and still showed 2ml remaining. Furthermore, it was mentioned that the previous bag of bumetanide infusion had also emptied sooner than expected, as it was hung at 1444 and the bag was found empty about 7 hours after. When a new bag was hung and the tubing was re-primed, 8ml had to be wasted due to 4ml of air in the line. Pharmacy department was contacted and made aware of the event. It was then reported that the event resulted in patient impact, as the urine output increased from baseline of 65 to 200ml/hr to 525ml at the time when the medication bag was found empty, 860ml the following hour, and 460ml thereafter. Urine output was monitored, and no other interventions were provided. The event occurred at pediatric intensive care unit.

Manufacturer narrative:
Additional information added to: d.4 and d.11 ************************************************** the event pump module s/n (B)(6) was not returned for investigation.the reported complaint of an over infusion of bumetanide was not confirmed. ¿ results from a review of the pcu event log identified an infusion of the medication bumetanide programmed on (B)(6)2020 at 3:03:01 pm, which continued until the reported incident date of (B)(6)2020. At 12:38:59 pm, the dose was changed by the user to 0.7mg/hr, which resulted in the rate of infusion to change to the reported incident rate of 2.8ml/hr. The volume infused was cleared by the user two times (2:15:09 and 10:17:26 pm on (B)(6) 2020) and alarmed for flo stop open (3 seconds at 2:48:14 pm on (B)(6) 2020) and occlusion patient side (2:50:52 pm on 30apr2020). The device was channeled off by user on (B)(6) 2020 at 2:30:26 am. The total volume infused was 37.216ml. ¿ a timed rate accuracy test was performed using a test pump module and the returned administration set and found that the set was in good working condition and delivering fluid within specification. ¿ the incident administration set was not identified with a leak, damage or any other anomaly that may have attributed to the reported incident. ¿ results from the administration set¿s silicone segment measurements found the set within specifications. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 02/20/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer¿s complaint of an over infusion of bumetanide was not identified. Test results from the returned incident set¿s silicon segment measured within specifications.

Event description:
It was reported that bumetanide (bumex) 12.5mg/50ml bag was hung as a primary infusion on (B)(6) 2020 at 2138 and was programmed to run at a titratable rate range of 0 to 4ml/hr. Shortly before 0200, the clinician noticed that the medication bag was already empty, while the rate was set at 2.8ml/hr and the expected remaining volume was 30ml. It was mentioned that the pump recorded 10ml total volume infused at 2200. The pump had been programmed to give 14ml and still showed 2ml remaining. Furthermore, it was mentioned that the previous bag of bumetanide infusion had also emptied sooner than expected, as it was hung at 1444 and the bag was found empty about 7 hours after. When a new bag was hung and the tubing was re-primed, 8ml had to be wasted due to 4ml of air in the line. Pharmacy department was contacted and made aware of the event. It was then reported that the event resulted in patient impact, as the urine output increased from baseline of 65 to 200ml/hr to 525ml at the time when the medication bag was found empty, 860ml the following hour, and 460ml thereafter. Urine output was monitored, and no other interventions were provided. The event occurred at pediatric intensive care unit.